Manufacturer narrative:
The complaint device was not returned for evaluation. However, the data log was provided by the patient not for date of issue. The data was reviewed on (B)(6) 2015 and confirmed the reported event of intermittent antenna icon. A CAPA has been initiated for this issue.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an intermittent out of range signal on (B)(6) 2015. Dexcom technical support had the patient perform a paperclip reset and it was successful. At the time of contact the patient did not report any injury or medical intervention.